Event description:
I have been using bad dragon cum lube, which contains polyethylene oxide (peo) as a thickening ingredient. The product is labeled as non-toxic and safe for use with silicone toys but does not disclose the grade or purity of the peo used. Cosmeticgrade peo can contain impurities such as ethylene oxide and 1,4-dioxane, which are known or possible carcinogens. Since this product is often used internally, there is concern about potential exposure to these impurities. I am reporting this product quality concern to request FDA review of the product's safety, labeling, and ingredient purity. No adverse health event has occurred at this time.